Event description:
Customer reported an abo discrepancy on the galileo on a donor sample.

Manufacturer narrative:
Instrument is operating as expected. The galileo operator manual states that reagents should be inspected for the prescence of foam before placement on the instrument. Foam in the vial can possibly be aspirated by the liquid level detection feature of the pipetting system. This will produce incorrect results or an error.